Manufacturer narrative:
The lot # provided by the customer was 7kc3d09. This number is not correct since it indicates a manufacturer date of 10/2007. It is not possible to determine the manufacturer date without the correct lot #.

Event description:
The customer stated that she tested her blood glucose and received a reading of "lo." While troubleshooting, she performed control tests and received 2 results of "lo." The normal control range was 103-142 mg/dl. No adverse events were alleged as a result of the readings. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.